Event description:
It was reported the intraocular lens did not advance properly through the insertion system causing an optic scratch. The incision was enlarged and the lens removed during the initial surgery, sutures were placed to close the incision. No further impact to customer.

Manufacturer narrative:
The lens was received and inspected, scratches were noted on both sides of the optic. Prior to release the lens met all manufacturing specifications. Damage appears to have occurred as the lens was advancing through the cartridge of the insertion system and is not related to the manufacturing process. All available information is included in this report.